Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system upgrade, an insulation defect was observed. The lead was capped and replaced. The patient was feeling well before and after the operation.